Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide#(B)(4) . FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had renal dysfunction. The patient had 2-3 weeks of progressive decreased exercise tolerance. Shortness of breath was reported. Symptoms worsened with walking/any exertion. Patient denied experiencing cough, chest pain, abdominal pain, urinary symptoms, nausea/vomiting. It was reported possibly related to device. The patient was hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported renal dysfunction could not be conclusively established during this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event reportedly resolved on (B)(6) 2019.